Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reporting lack of pain relief and intermittent stimulation changes. Pt denies any falls or such. Impedance check done yesterday which showed electrodes 5, 6, 7, 10, 11, and 12 were all orange with low impedance. Was able to program around these electrode and get good stimulation. The rep was able to program around, but the impedance issue was not resolved.